Event description:
It was reported that the procedure was to treat a mildly tortuous mid and proximal right coronary artery (rca). A 3.5 x 38 mm xience xpedition stent was implanted in the mid to distal rca. A 3.5 x 12 mm xience xpedition was being advanced through a 6f guideliner to treat the lesion proximal to the first implanted stent when there was resistance noted while still inside the guiding catheter. The resistance was thought to be with the guide wire. When attempting to remove the catheter from the guide wire, the catheter shaft separated. All devices were removed from the anatomy as a single unit. The artery was rewired and an attempt was made to advance another 3.5 x 12 mm xience xpedition when there was resistance again with the wire when advancing and removing the stent delivery system. The guide wire and stent were removed from the anatomy together. A non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to remove was not confirmed via returned device analysis. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional, functional analysis of the returned devices, there is no indication of a product deficiency. The two xience xpeditions and unknown guide wire referenced are being filed under separate manufacturing report numbers.